Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a colonoscopy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, 36 biopsy samples were taken from a patient with longstanding crohn colitis and extensive bowel fibrosis. The physician indicated that unusually large samples had been retrieved. However, no device issues were identified prior to beginning the procedure. At 24 hours post procedure, the patient developed abdominal pain. She was admitted to the hospital and had an abdominal x-ray which revealed a perforated bowel. The account reported that the perforation was treated with antibiotics. The patient's current condition was reported as being well.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.(B)(4)